Manufacturer narrative:
(B)(4). Additional information requested and received: what color cartridge was used? No further information is available. Were any difficulties experienced with device during initial procedure? No further information is available. Was the stapling of lung satisfactory during initial procedure? No further information is available. Please explain how the surgeon believes the staples damaged the aorta. It was found that the deployed staples were malformed when the operation video was checked after the procedure. Please describe the shape of the staples. The deployed staples were placed with sharp. Was the entire staple line malformed? No further information is available. What was the proximity of staple line to damaged aorta? No further information is available. Does the surgeon routinely wait 15 seconds prior to firing? No further information is available. Are photos or video available? The sales rep checked the operation video with the surgeon, but he did not get it. What is the current patient status? The patient spent well after the reoperation and discharged. No further information will be provided.

Manufacturer narrative:
Product complaint # (B)(4). Event date: unk. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: this operation was thoracoscopic lung partial resection and the device was used for the lung tissue. The patient did well after the operation and discharged. However, he was sick and returned the hospital on 5th postoperative day. The surgeon diagnosed a cause the bleeding from the aorta and performed thoracotomy. On the surgery, the bleeding had already stopped by thrombus. The patient had a lot of thrombus in the aorta. The surgeon sutured the site of bleeding additionally and finished the procedure. There was no information blood volume and transfusion. The patient spent well after the reoperation and discharged. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What color cartridge was used? Were any difficulties experienced with device during initial procedure? Was the stapling of lung satisfactory during initial procedure? Please explain how the surgeon believes the staples damaged the aorta. Please describe the shape of the staples. Was the entire staple line malformed? What was the proximity of staple line to damaged aorta? Does the surgeon routinely wait 15 seconds prior to firing? Are photos or video available? What is the current patient status?

Event description:
It was reported by the sales rep that 5 days after a partial pneumonectomy, bleeding occurred from the aorta, and a re-operation was performed. The amount of the bleeding was unknown. No blood transfusion was required. An gst cartridge loaded on the device was fired during the initial procedure. The operation video was checked after the procedure and it was found that the deployed staples were malformed. The surgeon commented that the malformed staples might have damaged the aorta.